Event description:
Lenstec received an email notification stating 'explanted as patient was unhappy with the lens experiencing negative dysphotopsia'.

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation and actual device analysis, lenstec believes that the lens, its design and the manufacturing process are not at fault due to extensive testing conducted on this model.